Event description:
It was reported the patient experienced a burning sensation at the neurostimulator site. Further investigation revealed "end of service/end of life" message. Low out of range impedance values were reported.

Manufacturer narrative:
.